Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for 10 patient samples for various assays. Most of the results were zero and /or were accompanied by data flags which invalidated the results. Of the data provided, only the gluc3 glucose hk result for one patient sample was a reportable malfunction. The initial result was 0.16 mmol/l and the repeat result was 5.41 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 252446. The expiration date was requested but was not provided. The sample probe was replaced may have needed realignment. A specific root cause could not be identified. The provided reaction monitors confirmed the sample was missing from the reaction. As the system was brand new a hardware issue was unlikely. A pre-analytics issue regarding gel contamination was suspected.